Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an issue occurred with the proglide device. The method used to achieve hemostasis was not reported. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that both cuffs captured the needles. The rail suture end attached to returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval as intended. However, because part of the suture containing the knot was not returned, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. Based on the analysis of the returned device, the reported unspecified device failure could not be confirmed and a definitive cause could not be identified. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not provided by hospital. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.